Event description:
The pump was returned for a som crash. This was confirmed via log file review. The device was initially not able to power on, battery leds would not illuminate when plugged in. Upon opening the device for electrical conductivity tests, a broken piece of a charging bracket fell into the lvp by way of the air intake on the back of the pump below the pogo pins. Internally the filter was ripped and not sealing. When connecting to the charging bracket, the device is now powering on but it takes a few seconds before the leds illuminate. The power entry assembly had normal electrical conductivity results. The main pcba had a deformed component at the d106 connector. The front housing screw bosses holding the main pcba down have two of them destroyed. The pneumatic plate was also discovered to have a broken boss as well. The frm flex cable has a distinct dent in it and needs to be replaced.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The following has been reported: biomed reported: IV alarm pump problem abruptly shuts off. Av (actuator valve) pins and loading guide was cleaned. No problem found while testing the pump. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a